Event description:
During follow-up, the pt stated that pt had received therapy two weeks ago. Upon interrogation, a message appeared stating that the device was past eos. It was also noted that a device reset had occurred along with corrupted diagnostics and trending data. The decision was made to explant the device.